Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in section a and fields b7, g4, g7, h2, and h10. In relation to the reported event, on (B)(6)2020 , intuitive surgical, inc. (Isi) received FDA uf/importer report #(B)(4) with the following event description: "patient underwent bronchoscopy with robotic upper lung resection. After the resection was completed it was discovered that t sure form 60 stapler that was used was the sure form 60 stapler that is for training is not for use on patients. It functions the same. However training stapler is marked "not for human use". This marking is very small. This marking is on the packaging and on the device itself. Wedge resection was redone with appropriate device." Patient-specific information that was included was added to section a and field b7.

Manufacturer narrative:
Based on the current information provided, the cause of the reported event can be attributed to user-error. There are 4 labeling mitigations in place to show that an instrument is a training instrument. ¿not for human use¿ is labeled on the instrument carton. ¿not for human use¿ is labeled on the instrument housing. Training instruments have a red instrument housing cover whereas human use instruments have a white instrument housing cover. A "training instrument - not for human use" message that is displayed on the surgeon side console (ssc) and vision side cart (vsc) when a training instrument is installed and throughout use of a training instrument. Intuitive surgical, inc. (Isi) obtained pictures of the training stapler instrument in question as well as the box from which the instrument was retrieved. Based on the pictures provided, it can be confirmed that the housing of the stapler instrument is red which is indicative of a training instrument. The customer indicated that they did not realize that the red housing signified that the instrument was a training instrument. The housing of human use da vinci xi instruments is white in color. Additionally, the housing of the stapler instrument and the box from which the instrument was retrieved were labeled with the message, ¿not for human use.¿ a review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The system logs confirm that a training sureform stapler 60 instrument (part #480460-08t, lot #l90190715-0076) was used to fire 4 black stapler reloads. All firings were completed per the logs. A production level sureform stapler 60 instrument (part #480460-07, lot #l11190326-0624) replaced the training instrument and then fired another 4 black stapler reloads, all of which were completed per the logs. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: 8mm 30 deg endoscope (part #470027-62; lot #sf00001736-038) and site reviews have shown that no complaints were filed against the endoscope. Long bipolar grasper (part #470049-06; lot #n10190403-0089) and site reviews have shown that no complaints were filed against the instrument. Cadiere forceps (part #470049-06; lot #n10190403-0089) and site reviews have shown that no complaints were filed against the instrument. As of 02-sep-2020, a review of the site's complaint history does not show any additional complaints related to this event. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, the surgical staff realized that the surgeon was using a sureform stapler 60 instrument that was designed for training purposes. The surgical staff identified the issue after noticing a message on the vsc screen that the instrument was ¿not for human use.¿ as a result, the surgeon reportedly removed the tissue and staple lines where the training instrument was used and created new staples lines with a replacement instrument. There is no evidence, however, that a malfunction of a da vinci system or instrument occurred since the event can be attributed to user-error.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a surgical staff member noticed a ¿not for human use¿ message on the screen of the vision side cart (vsc) while the surgeon was using a sureform stapler 60 instrument. By that time, the surgeon had already fired four black sureform stapler 60 reloads with the same stapler instrument which was labeled as "not for human use" and is designed for training purposes. At that point, the surgical staff replaced the training instrument with a new sureform stapler 60 instrument. Next, the surgeon removed the tissue and staple lines where the training instrument was used. The surgeon then created new staple lines with the replacement sureform stapler 60 instrument and with new black stapler reloads. No operative complications or patient injury were reported. The surgical procedure was completed robotically. According to the site¿s vp of surgical services, the patient is doing well and no complications have been reported.